Event description:
It was reported that during the explant procedure for the right ventricular (rv) lead this right atrial (ra) lead was cut in two pieces, both the proximal and distal ends were able to be extracted. This ra lead was successfully replaced. No additional adverse patient effects. This product was returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the lead was returned in two segments severed approximately 218 millimeters (mm) from the terminal end. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Visual inspection of the lead confirmed that the polyurethane insulation was damage on the surface only. Detailed testing of the damaged insulation revealed the insulation in that area had become degraded at an accelerated rate, likely due to the patient's blood chemistry. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that during the explant procedure for the right ventricular (rv) lead this right atrial (ra) lead was cut in two pieces, both the proximal and distal ends were able to be extracted. This ra lead was successfully replaced. No additional adverse patient effects. This product was returned.